Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per mitraclip instructions for use which states that ¿if pulling beyond the mark is required, advance the gripper lever back to the mark once the grippers are fully raised¿. All available information was investigated, and the reported gripper line break was due to use error as the gripper lever was excessively pulled beyond the blue line. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed for gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a short restricted posterior leaflet. A mitraclip (90807u211) was advanced into the ventricle, however when attempting to deploy the clip the gripper lever was retracted beyond the blue line upon which the gripper line broke. Resistance was not felt. The clip was pulled back into the atrium, closed and removed from the anatomy. The gripper line was entirely removed from the patient anatomy. A new mitraclip (90808u178) was successfully implanted, reducing mr to 3. However, the pressure gradient increased from pre-procedure 4 mmhg to 6 mmhg post procedure. There was no clinically significant delay in the procedure. No additional information was provided.